Event description:
It was reported that during a laparoscopic cholecystectomy procedure, it was told by the surgeon that the patient was presented with a cystic stump leak. Unknown how case was completed. One device was discarded.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Per the sales rep, 'what was found in the reoperation?' Nothing conclusive. Were clips present? Yes. How is the patient currently? Well. Is the patient expected to make a full recovery? Yes. How many days post-op? Not confirmed at this time. Was there any torque applied during use? Per dr., no. Were any difficulties encountered during the initial procedure? None described.